Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged the ipg approximately two years ago. The ipg would no longer communicate with the patient programmer and charger. As such, the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.